Event description:
During a phacoemulsification procedure, the irrigation pinch valve stuck open. Another unit was to complete the procedure which was delayed a few minutes. There were no pt problems.